Manufacturer narrative:
The reported event of incorrect measurement and overestimation was not confirmed. The device was returned for analysis. Device image, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that during in clinic follow-up, patient presented with possible premature battery depletion on their pacemaker. It was later discovered that the issue was due to overestimation of the longevity of the device. The device was explanted and replaced on (B)(6) 2021. There were no patient consequences prior to the procedure.